Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report #s 1627487-2011-00506 and 1627487-2011-00508. The patient was implanted with an scs system including an ipg, percutaneous lead and lead anchor. It was reported that these devices were explanted due to the patient experiencing radicular pain and weakness. The explanted devices were discarded by the facility. No further information is available.